Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient wasn't sure if their implantable neurostimulator (ins) was working correctly. They normally charged every couple of days but they hadn't charged in the last four days and their ins only used a quarter of the battery in the past week. The patient was directed to follow up with their healthcare provider. No symptoms or further complications reported about this event. Additional information was received from the patient on 2017-10-17. It was reported that they met with their healthcare provider (hcp) on (B)(6) 2017. The patient stated that there was a change in the device programming, which may have led to the issue. The patient¿s hcp reprogrammed the device and re-routed program 13 to one that wasn¿t being used. It was noted that the everything seemed to be going fine for the patient so far. No further complications were reported or anticipated. Additional information was received from the patient on (B)(6) 2017. It was reported that she spoke to the representative who told her call and get a new recharger. The patient said they were not sure if it was the ins or the recharger, but something was wrong somewhere. The patient reported it was not working at all. Patient clarified that therapy was not helping with the pain at all. The patient had an appointment scheduled on (B)(6) 2017 tor recheck everything and a new x-ray was ordered. The patient reported their issues started in (B)(6) 2017. The patient had started noticing it took over a week for the recharger to say that the ins needed to be charged. Then it went from saying ¼ to saying empty the next day. It has happened several times now. For example, she charged a week ago, on wed and both insr and patient programmer showed she only used ¼ of the ins battery. Normally the patient charges every 3 days. The patient has the same usage of therapy since the device was put in. The patient has met with the representatives a couple of times. On (B)(6) 2017 the rep checked her device and determined that number 13 was not working. It quit working all together. The rep rerouted it because it did the same thing. It took over a week for the charge to empty. After that appointment, one time it took 13 hrs to charge the ins. The patient then saw a different rep on (B)(6) 2017 and he rerouted some higher things on the stimulator. That did not help at all. She went back down to where it had been set previously. The patient said the insr shows ¼ of the battery has been used. It has been a week and a day since she charged. The patient gets coupling bars. Reviewed charging frequency depends on usage and settings. The patient reported that the insr matches what the patient programmer is showing, but, the time before, they did not match. Reviewed it is normal when insr and patient programmer might be one quarter off. It was reviewed that it was unlikely that her insr was not working and that it appeared to be working. It was suggested the patient wait for her appointment with the representative on (B)(6) 2011 for more troubleshooting. No further complications were reported/anticipated.

Manufacturer narrative:
Adding fdd code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that one of the electrodes has high impedance and worked around it. Impedances were checked and patient was reprogrammed. Patient has another health issue and the doctor thinks she was having break through pain. No the issue was not resolved, patient was to be seen by rep on (B)(6). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that contact 13 was available when the rep saw the patient. However, contacts 9 & 11 were out. The rep was able to program around them and provide the decent coverage for the patient. The patient also reported that she talked with tech support and they verified that the charger was working properly. The patient was instructed to call the rep if she felt it was no longer working effectively and the rep could meet with her and her doctor to further investigate. At this time the rep has not received any calls from the patient and would say the issue is resolved at this time.